Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and consumed carbohydrates to address their bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.